Event description:
No additional information provided.

Manufacturer narrative:
Device records review: a review of DHR for the returned unit confirmed that it met all the required quality inspection criteria prior to release. Device evaluation: the returned nail was observed and no damage was found. X-ray images of the internal components showed no damage and revealed the nail was partially distracted. The nail was functionally tested and was able to distract and retract with the erc and high-speed magnet. The maximum and minimum lengths were measured and found to meet specification. Distraction force testing was measured and found to meet specification. Thus, based on this investigation, the failure mode could not be confirmed.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause cannot be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the nail was not lengthening and had to be exchanged. No patient injury was reported.